Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. The analyst noted: 1048 lifetime v-sic are recorded beginning (B)(4) 2014. Lia triggered on (B)(4) 2014 due to meeting the requirements for nst and v-sic. A patient alert occurred on (B)(4) 2014 for lead noise. There is 1 nst and 5 "lfp" events of <(> <<)> 220 ms v-v cycle recorded between (B)(4) 2013.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) was triggered due to noise on the right ventricular (rv) lead channel. The lead was capped and replaced. No patient complications have been reported as a result of this event.